Manufacturer narrative:
No adverse outcomes were reported. It was not conclusive that the positive result was false. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reports result with neumodx sars-cov-2 on the neumodx 96 molecular system was false positive.